Event description:
It was reported that during initial system implant, right ventricular (rv) lead measurements when taken through the analyzer and were within normal limits. When the rv lead was connected to the device, the impedance was low and the threshold was high. The rv lead and the implantable pulse generator (ipg) were removed and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).